Event description:
Patient reported right side presence of some folds in the envelope and minimal amount of fluid surrounding the implant. Pain in the breasts deformity and change in the firmness, rupture, capsular contracture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture, and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture, and seroma.